Event description:
Unsolicited communication from pt's spouse who reports that last friday [(B)(6) 2022] when he was trying to create a new mix, he was unable to attach the tubing to the cassette. He stated that the end was very slippery or was defective and refused to tighten. He ended up not using that cassette but kept it aside in case the manufacturer wanted it back for investigation. The same thing happened on sunday ((B)(6) 2022) with another cassette from the same lot. There was a third cassette that was never opened from the same lot. They decided not to bother with trying that one since they had new cassettes from a different lotto use and were able to use. In total 2 cassettes were defective and another one from same lot was just set aside. The defective cassettes did not cause any clinical injuries or changes in breathing for the pt. Photographs were not provided. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. This is a continuous infusion. No add'l info is available at this time. All known info and/ or dates are contained on this form. If any add'l info and/or dates are received they will be provided in a separate report. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion?yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to cvs/caremark by pt/caregiver.